Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose levels were 48 mg/dl and 240 mg/dl. The customer was treated with nutrion cakes. The customer did not report any symptom related to low blood glucose level. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleged the insulin pump for over delivering as they had low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.